Event description:
It was reported that the patient was wondering if a heating pad could interact with the device because, they had a strange reaction after using it at physical therapy. The patient had a reaction to the heating pad and this was the day before yesterday. The patient felt a strange feeling and it was clarified that they had pains and then got diarrhea. The patient was implanted for a combination of both bladder and bowel incontinence. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0hhdh, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.